Manufacturer narrative:
The concerned device is part of a compassionate use request and therefore a "compassionate use device". The approval no. For this case is vf180101. Damage analysis: optical inspection : an optical inspection of the affected medical device could not be performed. The device is implanted and thus not available for inspection. Assessment of the manufacturing protocols: the manufacturing protocols of the medical devices listed in table 1 were checked. These show no deviations. The release dates are listed in table. Furthermore, a sterility lot review was performed. The certificates of sterilization were reviewed. These show no deviations. Assessment of the dimensional accuracy of the construction: as no product is available for inspection, an assessment of the dimensional accuracy could not be performed. Functional testing: as no product is available for inspection, a functional testing could not be performed. Assessment of the mechanical properties: the approval of the basic materials was performed. Assessment of the medical records: patient gender: female. Age at time of event: (B)(6). Weight: (B)(6) kg. Height: 1.7 m. Bmi: 24.6 kg/m². Diagnoses: left hemipelvis chondrosarcoma low-grade. Past medical history: bipolar disorder, pelvic mass, schizophrenia. Date of implantation: (B)(6) 2019. Explantation date: still in situ. Degree of activity: low. Surgical technique and instructions for use: the surgical technique 'lumic®' (as of (B)(6) 2017) describes the complete implantation process in detail. There are no indications of an incorrect or incomplete surgical technique. The instruction for use (IFU) 'mutars® acetabular cup systems' (as of (B)(6) 2017) was checked. There is no indication of incorrect instructions for use. Acute postoperative wound infections and late infections with possibility of sepsis are listed in section 12. Complication of the IFU. Categorization and interpretation of the results: a sterility lot review was performed reviewing the certificates of sterilization. The certificates are an evidence that the concerned products were sterile when they left implantcast (B)(4). Furthermore, a packaging and cleaning lot review was performed. All implants went through the cleaning and packaging steps properly. Based on the analysis of the production records, no deviations were detected. Therefore, it can reasonably be assumed that the infectious complications were not caused by the device due to the device not being sterile. The implantation of the lumic® system as well as the multiple surgical interventions after the implantation, including skin grafts, pose a risk of infection themselves and thus represent a possible cause of the event. This is underlined by the fact that the treating physician uses the term surgical wound infection in the patient's medical file. Risk analysis and trend evaluation: the risk analysis of the mutars® system established an accepted rate of 16% for infection ('risk analysis report_mutars_rev 5', date 24.05.2017). In the past 3 years, 18 cases have been brought to implantcast's attention. During the past three years, the 18 cases of the event "infection" were brought to implantcast's attention in which an infection has occurred in context with an implantcast product. 11 of these cases (including the present one) refer to a product of the mutars® system. Table 3: shows a trend analysis. The small number of cases is subject to temporal fluctuations. A steady increase could not be observed. Measures no measures required. Summary a (B)(6)-year-old female patient (weight: (B)(6) kg, height: 1.7 m) suffering from a pelvic mass due to chondrosarcoma was implanted an mutars® lumic® system on (B)(6) 2019. After the surgery, the patient developed infectious complications (abscess, osteomyelitis, wound healing disorders), which have since been treated with antibiotics. In addition, she underwent multiple surgical procedures (e.g. Irrigations, debridements and skin grafts). An inspection of the affected medical device could not be performed. The device is implanted. A sterility lot review was performed reviewing the certificates of sterilization. The certificates are an evidence that the concerned products were sterile when they left implantcast (B)(4). Furthermore, a packaging and cleaning lot review was performed. All implants went through the cleaning and packaging steps properly. Based on the analysis of the production records, no deviations were detected. Therefore, it can reasonably be assumed that the infectious complications were not caused by the device due to the device not being sterile. The implantation of the lumic® system as well as the multiple surgical interventions after the implantation, including skin grafts, pose a risk of infection themselves and thus represent a possible cause of the event. This is underlined by the fact that the treating physician uses the term surgical wound infection in the patient's medical file. Nevertheless, infection is labelled in the current IFU of the lumic® IFU and part of the risk management system of the mutars® system. Alternatives to treatment with the mutars® lumic® system in this special case would have included type iii hemipelvectomy. However, this would have not entirely removed the malignancy with negative margins. Another alternative would have been to do a type ii/iii hemipelvectomy followed by reconstruction with a custom pelvic implant, however this option would have taken too long allowing tumour progression (approval letter FDA dated 21-dec-2018). No measures required.

Event description:
Implantcast received the following report from the us distributor: 'this patient has had wound healing issues at the incision site since the procedure as reported from her (B)(6) 2020 clinical follow up. She had skin graft or transfer procedures in (B)(6) 2019, (B)(6) 2019, (B)(6) 2019, (B)(6) 2019, and (B)(6) 2020. She also developed a deep abscess for which multiple irrigation and debridement procedures were done. She is on suppressive antibiotic therapy. The implants appear to be well fixed and functioning.' A surgery report (dated (B)(6) 2020) revealed the following: 'mrs. B. Is a (B)(6) yo female who had the diagnosis of low grade chondrosarcoma in the left hemipelvis and underwent radical resection through type 11/111 hemipelvectomy and reconstruction with lumic prosthesis in (B)(6) 2019. Unfortunately the clinical course has not been the best in terms of infection as a complication. She has surgical wound infection and osteomyelitis of the iliac bone. Plastic surgery treated wound dehiscence with success up to this point. She is on suppressive antibiotics.'